Event description:
During a clinic follow-up, episodes of oversensing resulting in pacing inhibition and dizziness were observed on the right ventricular (rv) lead. Provocative testing was performed and the oversensing was able to be reproduced. Subclavian crush of the rv lead was suspected to be the cause of the event. As a result, the rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.